Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified signs of use and wear and tear. There are scratches on the body of the reamer and one flange has fractured off and was returned with the device. Device has a possible field age of 8+ years. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h4, h6, h11. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). H6: proposed g code: mechanical (g04) - drill. The device is in process of being returned for analysis: an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a 36 reamer blade broke when it was disassembled from the reamer shaft after a case in sterile processing. During post-procedural instrument reprocessing, the reamer blade reportedly fractured while being disassembled from the reamer shaft in the sterile processing area. The event was identified during cleaning/disassembly after the surgical case, not during patient use. No details were provided regarding the specific fracture location on the blade or any contributing handling factors. There was no patient involvement. Attempts have been made and no further information has been provided.